Event description:
I had coolsculpting procedure done on my upper abdomen during the third week of (B)(6) 2013. I developed excruciating pain about a week later and was prescribed lidocaine patches and hydrocodone. Those prescriptions plus ice packs made the pain tolerable. After six months I noticed that the area where the procedure was done had increased in size. The area was still sensitive and I would have sudden pinching pain. I thought I should give more time for the procedure to work. The treated area never improved and I could see the lines where the machine had pressed my skin, and a protruding area in between. I still suffer from some pain and sensitivity. Because I had signed some paperwork at the doctors office, I hesitated to go back and complain. I wasn't&#62752;told that the result could be the opposite of what I intended to accomplish. Now after over two years of frustration and discomfort I have finally realized that I have a problem described in the nih article as paradoxical adipose hyperplasia. I contacted (B)(4) and was told to contact the doctor who did the coolsculpting. I have an appointment (B)(6) 2016. Reason for use: cosmetic procedure to reduce fat. The product is not over the counter.